Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had constant motor errors. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump. Customer stated that battery cap was broken, insulin pump had random no delivery and insulin pump has to rewind everything for sometimes. Insulin pump will be returned for analysis.